Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the issue with uploading the drug library is due to the pumps losing their wireless network script; however, this cannot be confirmed as no product was returned for investigation. Based on review of provided information there was no indication of an issue related to manufacture nor a prior repair of the device. Unknown.

Event description:
It was reported that the device lost the wireless network script and was unable to communicate with the network and the server to download the library package. The previous concentrations were no longer even available in database. This required extensive pharmacist intervention.

Manufacturer narrative:
Unique identifier (UDI), serial number, catalog number and protocol # are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.